Event description:
It was reported patient underwent total shoulder arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to a rotator cuff tear. All components were removed and replaced with reverse shoulder components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.